Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2016-04736 and 2134265-2016-04738. It was reported that the patient died. The target lesion was located in a tortuous and calcified right coronary artery. After rotablation, a 2.75x16, 2.75x38, and 3.0x12 synergy stents were deployed. The next morning, it was noted that the patient had become unresponsive. Pericardiocentesis was attempted. The patient ultimately expired.